Manufacturer narrative:
As reported in a research article, "simultaneous transapical transcatheter aortic and mitral valve replacement in patients with severe valve dysfunction: initial experience", on an unknown date, a 29mm unknown st. Jude/abbott tissue heart valve was implanted in the mitral valve and 11 years after the patient's most recent cardiac surgery, a decision was made to perform concomitant transcatheter valve-in-valve procedures for both the aortic and mitral valves due to unspecified valve dysfunction. . Some of the complications reported were post-procedural complications included surgical intervention (valve-in-valve), hospitalization, structural valve deterioration. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Literature attachment: article title: simultaneous transapical transcatheter aortic and mitral valve replacement in patients with severe valve dysfunction: initial experience.

Event description:
The article, "simultaneous transapical transcatheter aortic and mitral valve replacement in patients with severe valve dysfunction: initial experience", was reviewed. The article presented a case study of a 74-year-old patient. It was reported that on an unknown date, a 29mm unknown st. Jude/abbott tissue heart valve was implanted in the mitral valve. It was also reported that on an unknown date, a 23mm unknown st. Jude/abbott tissue heart valve was implanted in the aortic valve. It was reported 11 years after the patient's most recent cardiac surgery, a decision was made to perform concomitant transcatheter valve-in-valve procedures for both the aortic and mitral valves due to unspecified valve dysfunction. The patient received a 23mm j-valve for the aortic valve first before receiving a 27mm j-valve for the mitral valve. The article concluded that simultaneous transapical transcatheter aortic and mitral valve replacement using the self-expandable j valve appears to be a feasible and effective alternative to redo surgery. [The primary and corresponding author was (B)(6).